Event description:
The pt was on a fracture table for repair of fractures to both legs and one ankle in the operating room. When the bed was raised, the frame of the table hit the arm of one of the surgical lights. The head of the light fell off the arm, hitting the pt's right foot and then the floor. There are 4 machine bolts which attach the light to the movable arm. The bolts are about 2 inches long, but only the final 1/8" to 3/16" of these bolts go into the threaded hole in to hold the assembly together. This apparent design problem likely caused the bolts to pull out of the threads when the bed frame hit the light. Rep stated that the bolts are too short and the problem can be fixed by using longer bolts which he will supply.